Event description:
Reporter alleged obtaining a result of 480 mg/dl on the advantage system and then taking an unknown amount of novolog and also lantus insulin. Reporter stated that his roommate found him passed out on the floor about 6 hours later, obtained a result of 87 mg/dl on his same advantage system, and helped him into bed. He reported that he called the paramedics the next day because his foot was hurting. Reported that he was diagnosed with and treated for a broken foot and also treated with his normal medications. No other actions were reportedly taken or treatment received. Reporter stated he was using strips stored outside of the vial and inside his carrying case which labeling advises against. A request was made for the return of the suspect device and replacement product was sent.